Event description:
It was reported that pump malfunction occurred while customer was on airplane, and malfunction code 16 appeared on pump display. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset pump without recurrence of malfunction code, and was advised to continue using pump and call back if issue recurred; technical support also confirmed or updated customer email, resent field correction notice, and completed required form on customer¿s behalf.